Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia automated pd system. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a disconnection between the white supply line of an amia cassette and the supply bag. Renal therapy services (rts) assisted the patient with ending therapy. Rts advised the patient to contact their peritoneal dialysis registered nurse regarding incomplete therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted a pin hole in the cassette sheeting. Leak testing was performed and a leak from the cassette sheeting was observed. Clear passage and clamp function testing were performed with no issues. Due to the condition of the returned sample, the reported alarm could not be refuted or confirmed. The cause of the hole in the cassette sheeting could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.